Event description:
Pt undergoing a vaginal suspension and paravaginal repair with mesh placement. Surgeon using the uphold lite with capio slim to attach mesh grafts to ligaments. In the process of placing the capio arm on the pt's left side, the small bullet/ball on the end of the suture broke off. It was not attached to the capio arm. Exploration could not find bullet/ball. X-ray did not reveal bullet/ball.